Manufacturer narrative:
Thank you for you feedback regarding the screw backout issue you experienced with the ambassador system. Engineering investigation and evaluation was conducted using the information and imaging provided. Visual confirmation of screw backout was noted via the radiographic imaging. This issue has been observed during benchtop testing and clinical usage for a variety of different root causes such as: · cam failure, rotation, or disassociation. · cam was not locked properly. · the screw was not fully seated. · the screw had insufficient purchase of the bone. · bone quality or patient anatomy. In this specific instance, a true definitive root cause could not be determined because the subject hardware was not returned for investigation and limited imaging was provided. As shown in the ambassador surgical technique guide, the cam should be rotated clockwise to a 45°-90° final position (depending on screw angulation) using the torque limiting handle.

Event description:
Dr. (B)(6) relayed patient with postoperative screw migration. The migrating screws seemed to all be from the most caudal vertebral body to which the plate is fastened. Images are provided. Patient initials (B)(6); dos (B)(6) 2022. 3-level acdf. Dr. (B)(6) revised the patient on (B)(6) 2024 due to the continued migration of the ambassador screw. Patient revision surgery was revised not using choicespine product. The revision surgery was to prevent esophagus or other soft tissue damage by the migrating screw.